Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch veriovue meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2017. The patient reported obtaining a blood glucose reading of ¿77 mg/dl¿ with the subject meter and a reading in the ¿30s mg/dl¿ range on the other device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with self-adjusted insulin. It was not reported if the patient took any action regarding his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling ¿sick, listless and fatigue¿ on the evening of (B)(6) 2017 after the alleged inaccuracy issue began. In response to the symptoms, the patient claimed he tested his blood glucose on the other device and a result in the "30s mg/dl¿ range was obtained. The patient claimed he took glucose tablets/gel as self-treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.